Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after experiencing presyncopal during non stressful activity. Upon interrogation, the right ventricular lead exhibited noise; noise could be reproduced with isometrics. The lead also exhibited undersensing and increase in capture thresholds. The device was reprogrammed and the patient would be monitored.